Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: the black box and pump histories were unavailable to download due to a memory failure. The alleged call service alarm issue was reproduced during investigation. Additional testing could not be completed due to the call service alarm issue. Testing revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed that the display screen was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.